Event description:
It was reported that the patient encountered cardiac arrest. Review of the cardiac resynchronization therapy pacemaker (crt-p) device data revealed that the device had suspected malfunction and possible external pacing artifact. It was also reported that the right ventricular (rv) lead exhibited chronically high threshold, chronically low r-waves, potential non capture issue, and intermittent undersensing. The crt-p and rv lead were subsequently explanted and a cardiac resynchronization therapy defibrillator (crt-d) and high voltage right ventricular (rv) lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.